Event description:
It was reported that the pt had to have their neurostimulator explanted due to a need for an MRI procedure. It was noted that MRI of the spine was needed to evaluate degenerative changes the pt had. The pt outcome from the removal procedure was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4): no device analysis was performed, the device met risk-based analysis criteria.